Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with cystoscopy due to mixed urinary incontinence and urethral hypermobility. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient underwent mesh revision due to erosion and dyspareunia and on (B)(6) 2012 the patient underwent mesh revision due to recurring sui. It was reported that following the procedure the patient experienced pain, erosion, extrusion, infection, urinary & bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent another procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.